Event description:
It was reported that the customer's pump was resetting unexpectedly several times. The recorded blood glucose level was 180 mg/dl. No further details about the incident were available, and the distributor was awaiting the return of the pump for examination.